Manufacturer narrative:
The pump was returned unrepaired due to an estimate refusal by the customer. Review of the complaint history reveals similar reports have been received for this product for the reported issue. Accuracy issues are currently being investigated under mdq-CAPA-164 which was opened on july 28, 2005.

Event description:
The pump was returned for service. During service, the pump head module failed the pre-accuracy test.